Event description:
Initial notification of event was received by product surveillance in 11/2003 from biolife plasma services group. The report stated that in 2003 the donor informed an employee at the center that after returning home from donating plasma donor developed the following symptoms: weakness, nausea, dizziness and blood in their urine. The center medical director was notified and he advised center to direct the donor to drink large amounts of fluids for the day. Two months later follow-up info was obtained by product surveilliance regarding the attempted plasma donation. The center reported that approximately 392ml of plasma had been collected prior to receiving an hb detect alarm (check for plasmaline hemoglobin (hb) from the auto-c device. The operator temporarily halted the collection procedure and identified the presence of a kink in the concentrated cell tubing of the set. The operator was unable to resolve the kink, therefore the procedure was terminedated. The donor was disconnected without the return of the reservoir contents (approximately 63 ml of rbc). The donor was released in appartently good condition and the disposable set was discarded by center. A follow-up call by the center to the donor verified that the donor's urine had cleared, donor felt fine, and donor had not sought any medical attention. The donor was deferred for one week at the plasma center following this event. The donor had since returned to donate (x3 since this report) without any difficulties or adverse symptoms. A historical review of the complaint reporting database was conducted for lot a03g07015 and no similar reports were found. A batch review was completed for lot a03g07015 and all appropriate testing results were found to be within specification requirements. The sterilization dose applied to the finished product was appropriate for product specification. The microbiological test result was satisfactory.